Event description:
It was reported that the patient went to the emergency room for other medical conditions. A catheter was placed, damaging the existing artificial urinary sphincter (aus) cuff. This lead to a return of incontinence. A reimplant surgery was performed in which the cuff was replaced. The patient was said to be happy of the cuff replacement following the procedure.